Manufacturer narrative:
H.6. Investigation: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. The complaint is unconfirmed and the root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that prior to use the plunger broke and medication leaked prior to use with a bd ultrasafe x100l png raspberry nvs stein. The following information was provided by the initial reporter: (1 of 2) the xolair pfs plunger broke and the medication spilled out onto her gloved hand.

Manufacturer narrative:
PMA / 510(k)#: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the plunger broke and medication leaked prior to use with a bd ultrasafe x100l png raspberry nvs stein. The following information was provided by the initial reporter: (1 of 2); the xolair pfs plunger broke and the medication spilled out onto her gloved hand.